Event description:
It was reported, two days post implant, that the implantable cardioverter defibrillator (ICD) alerted due to out of range pacing impedance on the right ventricular (rv) lead. The physician decided that it was a loose connection. The next day, they opened the pocket and reinserted the lead and re-tightened the setscrew. Post surgery the device started alerting. Interrogation showed that it triggered an alert for rv pacing impedances out of range during the reconnection procedure. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: ddbb1d1 ICD, implanted (B)(6) 2014. (B)(4).